Event description:
It was reported that the user experienced a low glucose event while at work, acknowledged a low-glucose alarm, ingested candy, continued heavy lifting, developed blurry vision, and then lost consciousness or fell asleep for about an hour before awakening in range without medical intervention. Symptoms included hypoglycemia with neuroglycopenic features such as blurred vision and loss of consciousness. Outcomes included recovery without hospitalization and resumption of normal activities. Investigation included complaint intake, user interview, and troubleshooting with education regarding low-glucose recognition and treatment. Investigation of this case revealed no device malfunction reported or observed and suggested user-related factors, including continued strenuous activity after treating the low, as potential contributors. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.